Event description:
A company representative reported that a patient was revised to address two migrated ozark screws and a fractured and migrated ozark plate locking cover. This report captures the second of two screws.